Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A valiant navion stent graft system was planned to be implanted for the endovascular treatment of a 70mm thoracic aneurysm. Vessel tortuosity was noted. It was reported during the index procedure the device was delivered using the left approach. Although it was able to pass through the severe tortuosity of the descending aorta and delivered to the target position, when the physician attempted to deploy the device the graft cover did not come down from the tip, and the stent graft could not be deployed. The device was removed from the body and the procedure completed using non-medtronic device (ctag gore). Per the physician the cause of the event was anatomy related due to severe tortuosity and hardened blood vessels. No additional clinical sequelae were reported and the patient is fine.